Manufacturer narrative:
Follow-up #1: date of submission 04-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The pump intermittently powered on with the returned battery cap and a test battery cap to a dim and discolored display. The battery cap measured within specifications. The battery cap was unable to fully tighten to the pump. The battery compartment threads were intact. The battery compartment was cracked in the thread area, and below the grip pad. Evidence of moisture contamination was found inside the battery compartment, with a leak. The pump case was removed to find no evidence of additional moisture. The pump had intermittent power due to the battery compartment damage and moisture corrosion.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. There was moisture visible in the battery compartment and the threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.